Event description:
It was reported to vyaire medical that the adult heater dual limb circuit caused a ventilator's heater to alarm while connected to a patient. The end-user attempted to connect the circuit to other heaters, and all experienced the same alarm issue. The end-user then removed the circuit from the patient and replaced the circuit with a new one, and the issue was resolved. The customer confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.